Event description:
The patient's mother reported that in 2007, the patient began to feel ill and tired and his blood glucose measured 60 mg/dl. He then ate and bolused. Later his blood glucose dropped to 36 mg/dl and 24 mg/dl. He drank orange juice and switched to his backup infusion device. His blood then returned to normal (80-220 mg/dl). The mother also reported that the infusion device had alarmed 08 (technical inspection due). The patient did not require to address the issue. Product was replaced and requested to be returned for evaluation.